Event description:
Malfunction: loss of power. Occlusion of device. The surgeon reported that the occlusion bell sounded at the very beginning of the phacoemulsification procedure and the us power seemed to be ineffective. She attempted to clear the tip in solution without success. The phaco tip had to be replaced and surgery was completed. The surgeon stated, there was no pt harm and no clinically relevant increase in the duration of the surgical procedure was reported has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).